Event description:
The patient later reported that her device set from (B)(6) 2012 was removed back in 7(B)(6) 2012 due to infection.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for oab secondary to a messed up hysterectomy. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had an infection and the device was removed in 2013 secondary to this infection. No cause or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.